Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 20:59:00.000 in the history files. These alerts are expected and occur during normal pump operation. No pump error 23 alarms during testing. No pump error 23 alarms during testing. Pump error 23 was present in the history download on event date of (B)(6) 2024 03:00:03.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. Pump error 23 was not confirmed during testing, however, it was noted in the pump history. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Loss settings not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.